Event description:
It was reported that the patient was hospitalized for a week and a half and the doctor's thought the patient was dying. The patient was reportedly diagnosed with cirrhosis four months prior after having symptoms of distended stomach and enlarged testicles. The patient's healthcare professional (hcp) said that the patient was groggy and were afraid that the pump was sedating the patient. The caller wanted to know who to contact to have the pump shut off. The pump was infusing bupivacaine and morphine.

Manufacturer narrative:
Product ID 8711, lot# j11460r10, implanted: 2003 (B)(6); product type catheter. (B)(4).